Event description:
The core impaction drill was sent for eval due to overheating during a procedure. The procedure was completed with the same device without any delay; no adverse event was associated with the device.

Manufacturer narrative:
Failure analysis is ongoing; add'l info will be submitted once the results analysis is complete.